Event description:
Customer initially reported that their adc device did not power on with button. The product was returned and investigated and burn marks were observed internal to the reader during the investigation. This MDR is being submitted due to the returned product investigation results. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and evidence of burn marks was observed. Extended investigation has been performed and determined that the returned reader was likely exposed to microwave frequencies which damaged the returned readers screen. Unable to power on the returned reader by button press, strip insertion, or through a universal serial bus (usb) cable. A visual inspection was performed on the returned reader and observed burn marks on the lcd (liquid crystal display) screen and the touch screen. Therefore, the issue is not confirmed to use. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed. The dhrs showed that the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their adc device did not power on with button. The product was returned and investigated and burn marks were observed internal to the reader during the investigation. This MDR is being submitted due to the returned product investigation results. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported reader has been returned and is currently undergoing the investigation process. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This serves as a correction report. Section b-3 (date of event) was incorrectly documented in the previous reports and has been updated.

Event description:
Customer initially reported that their adc device did not power on with button. The product was returned and investigated and burn marks were observed internal to the reader during the investigation. This MDR is being submitted due to the returned product investigation results. There was no report of death, serious injury, or mistreatment associated with this event.